Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 30, while customer used consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate insulin method if needed, while technical support confirmed warranty coverage, arranged shipment of replacement pump with compatible software, and provided instructions for placing pump into storage mode and returning it within required timeframe, as well as for programming pump settings and reconnecting continuous glucose monitor on replacement device.